Event description:
It was reported that patient underwent knee procedure in 2005. Revision procedure was performed in 2009, due to tibial overhanging/impinging on collateral ligament.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. During initial surgery, correct size of tibial tray was unavailable, so surgeon elected to use a larger size. Revision was performed to correct implant size. No further complication have been reported. This report filed august 27, 2009.